Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic lobectomy procedure would load but in each case when they applied the stapler to tissue and went to fire it there was a loud crack and the cartridge couldn't be fired. This happened with both sets of handles and reloads so they opened a third handle and reload and it worked perfectly. There was no medical intervention or patient injury.